Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. The insulin pump was received with a cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window, cracked battery tube threads, broken belt clip slot and stripped battery cap coin slot. (B)(4).

Event description:
The customer's mother reported via phone call of a corroded keypad error from the insulin pump. The customer's blood glucose level was unknown. The customer's mother stated that the battery cap is messed up, the belt clip is broken, the up and down arrows does not work. The customer is advised to revert to a backup plan. The customer will be sent a replacement pump.